Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05483. It was reported a CT scan revealed the patient's leads had migrated to the right side. In addition, the patient needed a MRI performed. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-05483. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.